Event description:
Customer reported that a pyxis medstation es system produced smoke and shut down unexpectedly. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced smoke and shut down unexpectedly. Patient or user harm was not reported. This event is recorded in complaint number (B)(4) (work order). A field service engineer evaluated the device and determined that the smoke was produced due to a liquid spill in auxiliary drawer 1-2 that damaged multiple components. The field service engineer replaced the drawer's tray, controller board, solenoid, and interface board to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system produced smoke and shut down unexpectedly. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-mar-2021 to 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoke was observed and the station shut down. A field service engineer evaluated the device and found a liquid spill in auxiliary drawer 1-2 which shorted out the drawer¿s tray, controller board, solenoid, and interface board. The field service engineer discovered some scorching under the drawer ¿s tray. The field service engineer replaced the drawer's controller board, t board, solenoid, and tray to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.